Event description:
Merge hemodynamics system would not stay "up" after powering on. Merge system kept shutting down after being up for a couple seconds. Merge had to be restarted 5 times before merge hemo would stay working resulting in delay in care. Patient was not on table when this occurred. Charge rn called biomed to assist in getting system up and working. After rebooting multiple times, was able to get system to work and then bring patient into room. Did cause 20 minute delay in bringing patient up for emergent procedure.